Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after changing to a new microcatheter and new pipeline, they passed through the intermediate catheter to the lesion site for deployment and the surgery was completed. The cause of the pipeline failure/separation/resistance was not determined. The resistance was in the distal part of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. The pipeline had been in a relatively straight section when it failed to open. After failing to open, the pipeline was retracted into the microcatheter to try to deploy again, but it was unable to push out to deploy again. The dual antiplatelet therapy reached pru 150.

Event description:
Medtronic received a report that a pipeline failed to open and encountered resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery with a max diameter of 9.1mm and a 8.2mm neck diameter and hemorrhagic stroke. The landing zone was 4.42mm distally and 4.64mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed smooth blood flow. It was reported that the surgeon performed aneurysm dense mesh implantation. The guidewire passed through the lesion site to go upper and the stent microcatheter was placed at the straight segment at the end of the internal carotid artery. The surgeon prepared to deploy the dense mesh, but after the first deployment (the dense mesh was not detached), the dense mesh tip was not opened ideally. The surgeon then retrieved it into the microcatheter and adjusted the position for deploy again but found that it could not be pushed normally. After inspection, it was found that the dense mesh stent body and the push rod were separated, so the system was withdrawn as a whole (the stent remained in the microcatheter). The microcatheter stent was removed again and deployed for surgery. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within an opened pipeline flex and marksman inner pouches; and within dispenser coils. The pipeline flex embolization device was returned outside the marksman catheter. ¿ damage location details: no bend or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defect was found with pads. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. The braid was attached to the pusher. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. ¿ testing/analysis: the pushwire broken ends were sent out for sem (scanning electron microscopy) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open distal as the distal and proximal ends pipeline flex braid were found fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. However, based on the analysis finding, the pipeline flex was confirmed to have resistance and pushwire break/separation as the pushwire was found to be damaged and separated/broken proximal to the dps sleeves. Per the sem result, the broken ends failed via rotational overload. The marksman catheter was confirmed to have resistance as found to be damaged. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.